Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer received multiple motor errors on his insulin pump. Customer current blood glucose level was not provided. Insulin pump will be replaced for the customer. No further information was provided.